Event description:
It was reported that the patient presented for follow up with elevated capture threshold and high pacing impedance exhibited by the right ventricular lead. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2024. The patient was stable.